Event description:
Following successful deployment of the excluder bifurcated endoprosthsis trunk-ipsilateral device, the physician was unable to gain access to the contralateral leg hole. The leg hole was obstructed by thrombus shelf within the aortic aneurysm. Thus, the pt was converted to an open surgical repair of the abdominal aortic aneurysm with a bifurcated vascular graft. At the end of the procedure, the pt was fine.